Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported by an MRI tech that the patient¿s device was no longer functioning, and they had no further details. No symptoms were reported and no further complications were reported or are anticipated.